Event description:
Pleurx catheter placed for recurrent malignant pleural effusion. Catheter stopped functioning 12 days post placement. Imaging evaluation 17 days after placement showed pleurx catheter had fractured. Catheter removed percutaneously without any apparent adverse effects to the patient.